Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace their vac pac device. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device partially lost suction during surgery. There has been no report of death, serious injury or delay of treatment. The user reported that the patient was on the operating room table for approximately 30-45 minutes and did not lose position during surgery. The user also reports that the surgery was completed without any harm to the patient and that they did not realize the vac pac had softened until the drapes were removed at the end of the case. The vac pac was reported to have been purchased in (B)(6) 2013. The user also noted that there were several pinholes identified on the vac pac device.